Event description:
It was reported that during a ptca/stent procedure of a severe stenosis in the angulated segment of the left anterior descending without predilatation (contrary to instructions for use), after stent deployment a dissection was noted proximal to the stented segment. The dissection was successfully treated by deploying another stent.